Event description:
The biomed reported that the display was dim. There was no patient involvement when the issue occurred, no patient or user harm reported. Per the diagnostics performed by the engineer, the biomed requested the part ID for the white and gray v60 user interface assembly. The remote service engineer (rse) provided the biomed with the part ids for the white and gray v60 user interface assemblies. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Customer has placed an order for the display.